Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 20mm sapien 3 ultra resilia valve in the native aortic position. During the tavr procedure, no complications were observed during insertion of the 14fr esheath+ and 20mm commander delivery system. However, upon removal of the esheath+, a torn distal tip was observed. There was no vascular injury to the patient, and it appeared that no piece of the esheath+ tip was left in the body.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and the following observations were made: liner fully expanded (as designed), radial tip tear along distal liner edge as well as axial tear, hdpe stretching along distal tip tears, all score lines present, soft tip and hdpe damage, scratches along distal sheath shaft and tip. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and also revealed the following: radial and axial tip tear along the distal liner edge with hdpe stretching along the distal tip tears (soft tip and hdpe damage), and patient's access vessels had tortuosity and calcification with undersized vessel regions (required minimum luminal diameter for use of 14fr esheath+ is greater than or equal to 5.5 mm). In this case, the complaint of sheath distal tip torn was confirmed per evaluation of the returned device. Available information suggests that variability in tip expansion and/or patient factors (calcification, tortuosity and undersized vessels) likely contributed to the event as these patient factors were confirmed via 3mensio imagery. The reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Undersized vessels (e.g. Due to anatomical variation) can impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.